Event description:
The customer reports incidents in which the pt's medical record numbers match up with existing request numbers. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).